Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The noise could not be reproduced in the clinic. The physician elected to monitor the patient since impedance, capture, and sensing were all appropriate.